Event description:
It was reported that the locking plate has loosened and is now in the 'open' position. Additionally, one of the implanted screws is backing out. Physician indicates patient is fused but wants to remove screw and re-lock plate. Patient outcome: revision surgery scheduled. No adverse effects reported as a result of this event.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received with the jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip with was released. It should be noted that an investigation has been initiated to address the potential root cause of the opening issues. Upon firing of the device, six conforming clips were fed and then, one cam ramp got broken. The remaining clips were ejected due to the condition of the cam. An investigation has been initiated to address the potential root cause of the broken cam issues. In addition, the device locked out as intended but the orange indicator but the orange indicator over traveled. The found broken cam and orange indicator failure are not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the clips would not reopen. The clip applier functioned normally for the first four clips. The surgeon then closed the clip applier and he released the clip applier of the trocar. When he tried to reuse the clip applier, this one did not reopen. The surgeon used a new device to finish the intervention without additional issue. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.